Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the abnormal movement (steering) of the device. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced to the left atrium and the m (medial) knob was turned, but the cds moved in the wrong direction; it deflected posteriorly towards the roof of the left atrium. This cds was removed and replaced with another cds. Two mitraclips were implanted reducing mr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.